Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. The customer experienced an elevated blood glucose (bg) level of 588 mg/dl. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.